Event description:
Pt had surgical procedure to insert prosthesis following a fall with fracture of left hip. Prosthesis first dilocated following a fall at her place or residence. She has had two additional dislocations and returned for surgical revision. When the area was opened, there was evidence of profuse infection. No prosthesis was replaced due to infection.